Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The field service engineer (fse) evaluated the unit and verified the customer reported problem. The fse replaced the data acquisition board to address the reported problem. The oxygen pressure sensor range error. (1112) error code is a check vent alarm condition only. The unit will continue to function and ventilate patient. Failure analysis on the returned data acquisition (da) board shows that no fault found on da board. Failure analysis investigation could not duplicate reported problem. All pressure testing revealed measurements within specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is giving oxygen pressure sensor range error. (1112) error code. There was no patient involvement.